Event description:
Boston scientific received info that during the post-operative device check, the right ventricular lead pacing impedance measurements were notedly increased, with loss of capture observed at maximum outputs in bipolar and no capture in unipolar. An echocardiogram and xray were performed and the lead had dislodged from the upper septal wall. A revision procedure was performed and the lead was repositioned without complication. The pt implanted with this device was not pacer dependent, therefore, no adverse pt effects were observed. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.